Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 1342t lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed undefined high superior vena cava (svc) and defibrillation coil impedance. In addition, the lead also exhibited erratic impedances. The lead remains in use. No patient complications have been reported as a result of this event.